Event description:
After wearing a pessary for over five years, the pt began experiencing vaginal spotting. According to the pt, the physician removed the pessary and cauterized a cervical erosion. When the pessary was removed, the physician observed some sandpaper-like rough surfaces on the pessary.